Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.